Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. An x-ray denoted the left ventricular (lv) lead tip position may have been slightly different than at time of implant. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.